Manufacturer narrative:
Investigation summary: on april 29, 2024, ICU medical service downloaded the cda logs from device serial number (B)(6) (list number 30010-04-13) and sent them to r&d for analysis. This was one of the 6 devices involved in the event. The device was received with software version 15.20.1.8 installed. ICU medical service plugged the device into ac power and observed that the ac power light illuminated, indicating that the device was receiving ac power and charging the battery. The original device battery, a panasonic, was recharged for a minimum of 8 hours. According to the technical service manual (tsm), the typical operating time for a new and fully charged battery is 7 hours when infusing at a rate of 25 ml/hr. However, the device was received with non-ICU medical csb battery obtained from a third-party provider called unipower. After fully recharging the battery, ICU medical service programmed the device to operate for the typical duration expected for a new and fully charged battery. The device ran for 4 hours and 12 minutes until the battery was depleted. It also audibly alarmed with "low battery" and "depleted battery" before powering down. The device powered off correctly, indicating that its power management system is functioning properly. After reviewing the ICU service records: it was found that the battery was not replaced by ICU medical. The device was manufactured with a panasonic ICU medical battery. There is no other service request created for this device. Device was received with non-ICU medical csb battery obtained from a third-party provider called unipower. Showing that the device battery was replaced by the customer and not ICU medical service. After reviewing the customer¿s in-house service history: there was not further service repair history provided by the customer for this device. ICU medical service was unable to confirm or duplicate the issues reported by the customer regarding the device shutting down on ac power or receiving a "warning charger service" message. We could not confirm the customer¿s complaint of the device not audibly alarming with low battery or depleted battery before shutting down. The device passed the alarm loudness pvt test and audibly alarms with both low battery and depleted battery before powering down. During inspection, ICU medical service found that the device was received with a non-ICU-approved enclosure and an incorrect driver pid label. ICU medical service verified these discrepancies through visual inspection. These conditions are unrelated to the reported event. R&d event log analysis: 19/03/24: ¿ 09:49:09 = power update: power switched to battery. ¿ 09:51:54 = replace battery alarm. ¿ 10:00:33 = power update: power switched to ac main. ¿ 10:32:49 = power update: power switched to battery. ¿ 10:32:51 = power update: power switched to ac main. ¿ 10:37:18 = power update: power switched to battery. ¿ 10:37:28 = power update: power switched to ac main. ¿ 10:38:36 = power update: power switched to sleep mode. ¿ 10:38:57 = replace battery alarm. Engineering summarizes findings: ¿ serial number: (B)(6) by (B)(6), infusion was going on in the device, when we got service charger/ replace battery alarm. O by 10:37 between a gap of 5 seconds, the device switched to battery and after 15 seconds the device switched to ac main. O after this the infusion stopped or completed as expected and was put to sleep mode by user. ¿ by (B)(6), there was no service charger alarm instead we got replace battery alarm, and the device was connected to ac main by 10:32:51. ¿ by 10:37:18 (delay of 4 seconds from the usual window time of 4 previous pumps), the device got switched to battery and later by 10:37:28 the device switched to ac main quicker by 5 seconds than the other pumps, but at the same time. Engineering evaluates that: ¿ serial number: (B)(6) ¿ according to technical service manual document (tsm), service charger alarm occurs when battery or charger did not respond to charger voltage pin state (vfloat*). It is a low priority alarm and does not stop the infusion. ¿ we got replace battery alarm frequently which occurs when a questionable battery event is detected 3 consecutive times. (Asserted to indicate a full battery discharge faster than expected, i.e., approaching the end of life and therefore needs to be replaced). ¿ there were no indications, either in the clinical or the diagnostic logs, that any of the 6 pumps ever shut off on march 19 except when commanded by the user pressing [on_off]. To conclude: ¿ engineering couldn¿t confirm the customer¿s report of pumps shutting off without audible alarm. ¿ based on the occurrence of ¿warning charger service¿ and ¿warning replace battery¿ alarms, engineering recommends service center evaluate the power systems (including batteries) for the provided 6 pumps before pumps are returned to customer.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 device unexpectedly shut down during an argatroban patient infusion. It was reported that the pump switched to the battery and then shut off. The nurse called for a new pack of pump stat as the pump crashed at once resulting in the patient experiencing cardiogenic shock and is on multiple infusions. The nurse indicated that the pump lost integration and turned itself off. It was added that in the mar report several meds were restarted at the end of the 10 am hour which correlates with the disassociation times. The device history log has been provided. Where the rows in the table below showed that the event happened at 10:33 ¿ parameter: 43695, alarm description: warning: charger service. The row that is highlighted red did not have the ¿warning: charger service¿ alarm but did have multiple warnings in the morning to replace the battery. At 10:32 it switched power to battery and then back to alternating current (ac) between 10:32:50 am and 10:32:51 am. The pump did not sound an audible tone before powering off and an alarm message was noted on the display. There was patient harm as the critical infusions were stopped abruptly and the patient was unstable. There was a delay in therapy as the critical infusions stopped abruptly. Medical intervention was required, the patient was shocked out of ventricular tachycardia later that afternoon. The patient expired on 22-mar-2024. The patient was critically ill in cardiovascular intensive care with cardiogenic shock. The pump was on a large pole with a power strip and the power strip was plugged into the wall (ac power). It is unknown if the charge indicator lights up when the device was plugged into ac power. The concentration was 50 mg/50 ml routed to IV line a, pump settings and order settings were 0.15 mcg/kg/min, and the device was programmed ehr rate change at 03/19/24 0318. No additional information is available at this time. The patient expired and is captured under MFR report # 9615050-2024-00335.